Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
It was reported that the unit had a navigation ring failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 29apr2020, b4: 06may2020. Confirmed there was no patient involvement. The issue was found during preventative maintenance. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.